Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and post lumbar laminectomy syndrome. It was reported that the following issues started occurring in (B)(6) of 2017. The patient can¿t make it increase or decrease because they don¿t know what to do. They get something on the screen that is not in the manual. On the implantable neurostimulator recharger they see the reposition antenna screen. At the last visit with the health care provider, he couldn¿t do anything. It was unknown when the last time that the patient had recharged their implantable neurostimulator was. They can¿t even tell if it¿s working, but the patient claimed that it isn¿t working. The patient had been living with family since 2015 and has not been able to utilize the device. The patient hasn¿t been getting any use out of the device. Additionally, it was noted that the patient has dementia. The patient has had mini strokes, and gets really agitated. Her senses are starting to come back. There were no further complications reported.